Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg has been found experiencing two occurrences of clotting after use. The following has been provided by the initial reporter: it was reported that samples are clotting. Customer called to report that there has been an ongoing issue happening on one floor of the hospital particularly , samples are clotting. Pas tech support notes from follow up call with customer states: spoke with the customer and he wanted to know if the maximum fill line was the 500 ul, since the nurses in the nursery are filling the tubes to the bottom of cap. I asked if the blood was capillary blood, and he responded that it was. I explained that if there is more than 500 ul of blood, the blood may clot due to insufficient anticoagulant.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9077840, medical device expiration date: 2020-09-30, device manufacture date: 2019-03-18. Medical device lot #: 9042628, medical device expiration date: 2020-08-31, device manufacture date: 2019-02-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg has been found experiencing two occurrences of clotting after use. The following has been provided by the initial reporter: it was reported that samples are clotting. Customer called to report that there has been an ongoing issue happening on one floor of the hospital particularly , samples are clotting. Pas tech support notes from follow up call with customer states: spoke with the customer and he wanted to know if the maximum fill line was the 500 ul, since the nurses in the nursery are filling the tubes to the bottom of cap. I asked if the blood was capillary blood, and he responded that it was. I explained that if there is more than 500 ul of blood, the blood may clot due to insufficient anticoagulant.